Manufacturer narrative:
No report of injury. A steris technician arrived on-site to inspect the amsco 2532 washer. The technician inspected the washer and found the washer door gasket seal track was damaged allowing a small amount of water to drip from the lower corner of the washer door. Investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported their amsco 2532 washer was leaking water.

Manufacturer narrative:
The technician inspected the washer and found the washer door seal track was bent in several places. As the door seal track was damaged the washer door did not have a proper seal during the wash cycle subsequently allowing water to leak from the front of the unit. Steris service engineering reviewed the reported event and confirmed the bent door seal track would cause the unit to leak water as reported. The technician repaired the amsco 2532 washer, tested the unit and found it to be operational. No additional issues have been reported.